Manufacturer narrative:
Zimmer biomet (B)(4). The complaint is confirmed. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck. The cert was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint in regards to the drill fracturing for 01-7144 vendor lot 249085. The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number - the lot number (249085) etched on the drill is the vendor's lot. Based on a review of inventory transactions and this customer's purchase history, there are five (5) possible zimmer biomet lots: 131210, 002950, 889980, 889970, 580800. Medical products: unknown 1.5l plate, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the drill tip fractured during a procedure. The maxillary anterior wall was secured with a 1.5l plate and the drill broke during use. The nurse noted the fractured piece could not be located in the body and the doctor took an x-ray which did not show the fractured piece. Later the fractured piece of the drill was located in the suction effluent bottle and the procedure was resumed. The surgery was completed with an alternate drill. It was reported that no further information is available.